Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Event description:
The implantable pulse generator (ipg) was was returned to the manufacturer, analyzed, and tested out of specification. Additional I nformation obtained indicated the ipg was explanted post-mortem for cremation. The cause of death has been requested and not received.